Manufacturer narrative:
Additional information: e3 name and e-mail address: (B)(6). Department: clinical engineering. Occupation: biomedical engineer. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found that the batteries could not meet the run time requirement of 135 minutes and they ran it for 70 minutes. Than the fse had further installed the new batteries battery , sealed acid , 12v and completed a full pm service under pm so # (B)(4) and all the tests have been passed according to the factory specifications. The device was returned to the customer and released for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm)the cs300 intra-aortic balloon pump (iabp) batteries could not meet the run-time requirement of 135 minutes, they ran for 70 minutes. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.